Event description:
Literature: capelle hh, blahak c, schrader c, et al. Chronic deep brain stimulation in pts with tardive dystonia without a history of major psychosis. Mov disord. Jul 30 2010; 25(10):1477-1481. Summary: four women with tardive dystonia (secondary to neuroleptic medication) without a history of major psychosis underwent bilateral pallidal dbs in this observational study. Their tardive dystonia occurred more than 6 months after exposure to the neuroleptic medication. All pts had preoperative mr scans; all experienced sustained statistically significant benefit from pallidal dbs and there were no surgically related complications. Reportable event: pt 4 had unilateral stimulation; the electrode on the other side was not activated as it had been misplaced. As unilateral stimulation did not result in sustained improvement over the years, the pt was scheduled for revision of the misplaced electrode and then enrolled in this study.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info has been requested.